Manufacturer narrative:
Title: laparoscopic heminephrectomy in horseshoe kidney: single-center experience of four cases source: agrawal et al. African journal of urology (2022) 28:17 https://doi.org/10.1186/s12301-022-00284-9 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of four patients who underwent laparoscopic heminephrectomy between 2012 and 2020. In one patient, a device was used to control vessels during the dissection phase. This patient had complications of injury in the pelvis resulting in pus spillage, followed by artery injury which was unable to be controlled and resulted in conversion to open procedure. Pus spillage was immediately suctioned out.